Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of asystole. The patient had undergone a magnetic resonance imaging scan the day before and the device and leads were normal before and after the scan. It was noted that the telemetry strips showing the asystole were unrecoverable, however, device interrogation before the asystole revealed no capture and under-sensing on the device. It was discussed to either continue or withdraw support. It was noted that the patient was unstable. Further information was requested but not received.

Event description:
New information received notes that the patient remained unstable and passed away. There is no known allegation at this time from the physician that suggests the device caused or contributed to the patient's death. It was decided after the patient's magnetic resonance imaging scan to withdraw support as the patient presented with no brain activity.